Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown drug via an implantable infusion system for the treatment of spinal pain. It was reported that the patient had their dose increased about 10% a month ago and on (B)(6) 2018 presented to the emergency room with chest pain, cramping, numbness and tingling. The caller stated that the patient wanted the pump checked. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. No further regulatory reports will be submitted unless information is received making the event reportable. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the cause of the patient's emergency room visit and symptoms was not determined. It was reported that the device was operating as designed. The patients dose was decreased by 10%. No further information was provided in regards to this event. MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.